Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation which was raw under her breasts where the garment was sitting. The patient indicated that the irritation was expected due to her body type and planned to use a medication that was previously prescribed to her. Follow up indicated that the area improved.